Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being treated by the paramedics due to a low blood glucose reading of 26 mg/dl. The customer had no details regarding the event, but she did mention that she does experience low blood glucose levels during the night. The customer has started eating food prior to going to bed. Nothing further was reported.